Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the catheter was visually inspected, showing no visible defects, however, there was evidence of dried saline in the luer and the distal end. Tests of the catheter's electrical components revealed no shorting or open wiring and the device's magnetic sensors resistances were within specifications. A functional inspection of the catheter's steering mechanisms found it functioned properly and had no abnormal resistances to articulation. Pressure testing, leakage testing, of the device's lumen failed to stay within the acceptable psi limits. When the distal end of the device was opened for closer examination the presence of dried saline was confirmed, along with the source of the lumen leak. The reported failure was confirmed as fluid inside the distal end cavity may lead to electrical issues.

Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated catheter the device became unable to be magnetically tracked. The catheter started flashing in the map and then disappeared. They used impedance tracking to locate the catheter for the remainder of the procedure and were able to complete it without patient complications. The device has been received by bostin scientific for analysis. However, analysis of the returned device revealed a lumen leak.